Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post open heart surgery the implantable cardioverter defibrillator (ICD) exhibited clear post paced t wave over-sensing. The ICD was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of oversensing was confirmed by the stored electrograms. The oversensing was not replicated during testing. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.